Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10406. It was reported, the pt is experiencing heating while charging her ipg approximately 5 minutes into each charging session. In addition, the pt has lost approximately 30 pounds since implant; however, the ipg is not overly superficial. A replacement charging system was issued to the pt which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.